Event description:
It was reported that during a scheduled retrieval of a filter that had been implanted prophylactically prior to bariatric surgery, it was identified that the filter was tilted and a filter leg had detached. The degree of filter tilt was unk; however, the apex of the filter and a fractured leg were allegedly embedded in the pt's cava wall. The physician tried to remove the filter, but was unsuccessful. There was no report of injury to the pt and the pt is asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore, not available for evaluation. Despite attempts, case images were not provided for evaluation. Based on the info available, the result of the investigation is inconclusive. The event root cause is unk. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Note: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of the IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death associated with the use of vena cava filters in morbidly obese pts. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a pt who is at risk of pulmonary embolism without intervention.